Event description:
It was reported by service report that the pt right leg rest upright is falling off at the pivot point. It is unk if there was pt involvement or if there are adverse consequences to report.